Manufacturer narrative:
The device was received with the procedural sheath distal to the shuttle cartridge located approximately 27mm from the balloon proximal tip. The sealant sleeve had breached the valve of the procedural sheath. It is unknown whether the location of sealant sleeve was due to user manipulation or subsequent handling. The mynxgrip device is manufactured with a slit a the distal end of the shuttle cartridge. If the sealant is displaced, the slit will become visible. It should be noted that the instruction for use states: do not remove sealant sleeve. The review of the lhr (lot f1234907) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the probable cause for the reported failure to deploy could not be conclusively determined.

Event description:
It was reported by the aci vascular closure specialist that a patient underwent a diagnostic peripheral procedure on (B)(6) 2013. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. The device was prepped per the IFU. It was reported that the device was prepped per the IFU. It was reported that "when the physician shuttled down to the hub of the sheath, the sealant got exposed". The device was removed and the patient was converted to approximately 20 minutes of manual compression per hospital protocol. The vascular closer specialist also reported that he was informed that the "sheath split" and the sealant was exposed. After further review with the staff/lab manager they came to agreement that it was not the sheath but the distal end of the shuttle that is split. The vascular closure specialist explained that the device is manufactured that way the sealant sleeve protector is ther is reinforce the distal portion of the shuttle which has a split.